Manufacturer narrative:
The sample was received for investigation. The customer's ft3 iii result was confirmed at the investigation site. Investigation confirmed an interfering factor against the idiotyp of the monoclonal antibody of the ft3 iii assay. This interference caused the high ft3 iii result. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The sample was requested for further investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed analyzer. The results from the e801 module were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were identified for ft3 iii and elecsys ft4 iii (ft4 iii) between the customer¿s e801 module, the abbott architect method and an e801 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer¿s e801 serial number was (B)(4). The e801 serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 476059 with an expiration date of aug-2021.